Manufacturer narrative:
Additional information: d9, d10, h3, h4, h6(update codes), h11. H4: the lot was manufactured between july 28, 2025 and july 30, 2025. H11: three (03) actual devices were received for evaluation, with 147 ml, 176 ml, and 204 ml of fluid present in the bladder, respectively. A visual inspection was performed, and no abnormalities were identified that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors did not complete the infusion, having a slow flow rate and the pumps had 146 ml (73%), 154 ml (77%), 112 ml (56%) and 32 ml (16%) of solution remaining respectively. The issues occurred during patient infusion. The pump weight was 259.73g, 271.27g, 213.58g and 107.06g each. The devices were filled with 112 ml piperacillin/tazobactam and 0.9% sodium chloride (nacl) having a final volume of 200ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.